Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Updated fields: h3, h4, h6, h11. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: black dead pixels were showing on the image due to a faulty charged couple device. Based on the investigation results, the following likely led to the malfunction: the device had a " broken cord" due to a cut on the cable. The most probable cause of the complaint was traced to component failure.  Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head had a broken cord. There were no reports of patient harm.

Event description:
It was reported the camera head had a broken cord. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.